Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information that a 11500aj valve unknown size was explanted after an implant due to moderate aortic stenosis. The device was explanted. Avr and mvp+tap in redo was performed due to moderate as diagnosis. Patient's outcome was reported as recovered. The surgical approach at implant was full sternotomy.

Manufacturer narrative:
Added information to b5, h6. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Edwards received information that a 21mm 11500aj valve was explanted after an implant duration of approximately four (4) years due to moderate aortic stenosis secondary to pannus overgrowth. Mitral valvuloplasty and tricuspid annuloplasty were performed concomitantly. The patient was asymptomatic. Patient outcome was reported as recovered. The surgical approach at implant was full sternotomy. Patient was discharged.